Manufacturer narrative:
Evaluation summary: the relevant device was returned inside its original box. The information reported on the luer of the device (lot. 0007809803) was consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: dried blood was found on the device. No issues were detected. The device was flushed and a 0.018¿ guide wire that was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, as no bubbles emerged in the water column. Afterwards, the balloon was inflated at 2, 4, 7 and 14 bars without issue. After the inflation test, the balloon was successfully deflated. The guidewire tube was inspected, without issues detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the first of 2 in.pact pacific devices (same lot) for treatment of the patients superficial femoral artery(sfa). The device was prepared with no issues identified. It was reported that a balloon twist occurred. The procedure was completed with another drug coated balloon (dcb). No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.